Event description:
It was reported that the reservoir was occluded. Customer stated that she was doing a set change and got no delivery alarm. Customer's blood glucose was 120 mg/dl. Troubleshooting was done. The customer stated the insulin pump did not alarm no delivery during the troubleshooting. The customer was advised to return the infusion set and reservoir for analysis. Advised the customer changing the reservoir resolved the issue. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.